Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call, the insulin pump alarmed low reservoir and then it froze. The day prior the device had a blank display. Customer's blood glucose was unknown. Customer didn't want to remove the battery cap on the device as it was currently functioning during the time of the call. Customer requested a replacement device and returning the device for analysis.